Event description:
The customer reported tat the drive assembly needs to be replaced. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/14/2008 to the present date 1/13/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported tat the drive assembly needs to be replaced. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported tat the drive assembly needs to be replaced. No patient involvement.

Event description:
The customer reported tat the drive assembly needs to be replaced. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of drive assembly needs to be replaced was due to the flange gripper. Replaced flange retainer, wiper seal, rear case, left handle, barrel clamp, and left/right iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/14/2008 to the present date 1/13/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to customer damage of the flange gripper. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # fi-2017-0015 for gripper.